Manufacturer narrative:
No phaco tip was returned and no lot number was identified with this complaint. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he observed two small 'metal fragments' during a postoperative cataract procedure visit in a patient's eye. An additional procedure was performed to removed the metal fragments. The fragments were suspected to be pieces from an ultrasonic phaco tip as it had been reused for an unknown number of procedures. The product sample was not retained. No additional information is expected.